Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patient samples tested on a cobas 8000 cobas ise module (double). Patient 1 initial sodium result was 130 mmol/l. The same patient sample was tested on another analyzer with a sodium result of 138 mmol/l. Patient 2 initial sodium result was 131 mmol/l. The same patient sample was tested on another analyzer with a sodium result of 138 mmol/l. No erroneous results were released outside of the laboratory. The repeat result were deemed to be correct. There was no adverse event. The samples were aliquoted by a modular pre-analytical system. The sodium electrode lot information was not provided. The field engineering specialist found incorrectly adjusted internal standard and diluent nozzles. He adjusted the internal standard and the diluent nozzles. He ran pooled serum precision testing with acceptable results. The customer ran qc testing with acceptable results. The field engineering specialist findings were determined to be the root cause of the issue. Th customer stated that they have not had any further issues with the analyzer.